Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient saw an elective replacement indicator (eri) message on their patient programmer (pp). It was reported that patient had sudden return of symptoms and weakness. No further patient complications were reported/ anticipated as a result of this event.